Event description:
The following has been reported: during our training with qc biomed this pump did not pass 1 test - 1 led did not work. No patient was involved. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided. Therefore, no review could be performed. The device/part was not received because it was repair locally. For this complaint, no analysis could be conducted as neither the device nor the part was sent for investigation. However, the error reported by the customer is confirmed by the picture provided, which clearly shows an error 58 related to the pca handset, making the complaint valid. As no physical inspection or further testing was possible, no root cause could be identified. The cause of the issue remains unknown due to the device and part not being returned. Please note that an internal CAPA has been opened to resolve this issue and corrective measures are currently being implemented to reduce and eliminate errors 58 related to the agilia pca handset. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.